Manufacturer narrative:
The field service engineer (fse) went onsite to evaluate the device. The fse restarted the central monitor nicuix application, and the fse and the customer confirmed that the symptom of nicu overview alarms not being notified to other beds has been improved after the reboot. Based on the information available and the testing conducted, the cause of the reported problem is unknown. As the restart resolved the issue, the cause was unable to be traced to one thing and is unknown. The reported problem was not confirmed. The device was confirmed to be operating per specifications. After the fse performed the reboot activities.

Event description:
The customer reported that the symptom of nicu overview alarms not being notified to other beds. The device was in use at time of event, there was no adverse event reported.

Manufacturer narrative:
E1; reporter institution phone number (B)(6). E1: reporter phone number (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.